Event description:
Boston scientific crm received information that one day post implant, no left ventricular (lv) capture was observed except when programed tip to can. However, diaphragmatic stimulation was noted so it was reprogrammed right ventricle (rv) only with a long av delay. A revision procedure was performed and it was revealed that this lead had dislodged.

Manufacturer narrative:
The lead was successfully repositioned and remains actively implanted. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.